Manufacturer narrative:
(B)(4). Third party biomed inspected the device and verified the malfunction. Extended self-test was performed and the ventilator passed the entire required test.

Event description:
It was reported that the ventilator shut down with breath delivery (bd) power on self-test (post) failure. The ventilator was not in use on a patient at the time of the event occurred.